Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed, and the logs showed error 48228; however, the reported issue was unable to be replicated during failure analysis. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on light button of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The complaint regarding an image quality may be deficient message and an inverted, upside down image was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, involving a 30-degree endoscope plus, the customer observed a message on the touchscreen stating, ¿endoscope image quality may be deficient, contact customer service.¿ the customer also noted an inverted, upside-down image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated procedure was a inguinal hernia repair on system was ID (B)(4). The issue was discovered at the start of the procedure, and the defective scope was removed and replaced by another 30-degree endoscope.